Event description:
It was reported to fresenius that patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with an infection (specifics not provided) causing the patient to transition to hemodialysis (hd) for rrt. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the outpatient dialysis clinic with complaints of severe abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = >10,000 u/l, exact value not provided) were collected, and the patient was sent to the emergency room (ER) for further evaluation. While in the ER, the patient was diagnosed with peritonitis, admitted for the intravenous (IV) administration of antibiotics (vancomycin and ceftazidime) and removal of the patient¿s pd catheter (not a fresenius product). The ER physician decided the infection was too severe to keep the pd catheter in place. During the pd catheter removal surgery, a ¿tunneled¿ hd catheter (not a fresenius product) was placed. The patient was transitioned to hd to allow time for the patient¿s abdomen to heal. The patient tolerated the transition of modality without issue and was discharged in stable condition. The patient¿s peritoneal effluent fluid culture result returned positive for staphylococcus epidermidis, and the patient¿s antibiotics were continued. The pdrn attributed causality to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The pdrn reported the patient is recovering and will return to pd therapy in approximately the next 30 days.